Manufacturer narrative:
(B)(4).

Event description:
It was reported that a leak was noticed on the distal lumen and then a blood return. The catheter had been removed and replaced by a new one (the first one had been inserted only one day ago). No clinical consequence: no injury or death.